Event description:
It was reported "the patient was an 88-year-old male with a prostate volume of 40ml, no middle lobe hypertrophy, and 400ml of preoperative residual urine. Complications included chronic renal failure, copd, and diabetes. No antithrombotic medication was taken. Four implants were used at the time of surgery, and bleeding occurred from one implant site, which was stopped by electrocoagulation. Bladder tamponade was repeated from the fifth day after surgery, and blood transfusion and transurethral electrocoagulation were performed on the seventh day. Arterial bleeding from a different implant site to the one that had been stopped during the previous surgery was stopped. There was a small amount of residual urine 5 months after surgery". The patient's current condition is unknown.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "the patient was an 88-year-old male with a prostate volume of 40ml, no middle lobe hypertrophy, and 400ml of preoperative residual urine. Complications included chronic renal failure, copd, and diabetes. No antithrombotic medication was taken. Four implants were used at the time of surgery, and bleeding occurred from one implant site, which was stopped by electrocoagulation. Bladder tamponade was repeated from the fifth day after surgery, and blood transfusion and transurethral electrocoagulation were performed on the seventh day. Arterial bleeding from a different implant site to the one that had been stopped during the previous surgery was stopped. There was a small amount of residual urine 5 months after surgery". The patient's current condition is unknown.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.